Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line). The caller did not find an obvious cause of the alarm. The patient was involved but there was no patient injury or medical intervention reported. Baxter was contacted by the patient and the patient stated the cause was unknown. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint was not confirmed and the cause was undetermined. The lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.